Manufacturer narrative:
Additional information indicates that the patient remains alive has been extubated. It is unknown if any additional programming changes will be made. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), the patient's heart rate began to drop after receiving a shock during defibrillation threshold testing. Blood pressure decreased and the patient required intubation. The patient did stabilize, but became asystolic again several hours later. The local boston scientific field representative reprogrammed the device from vvi 40 to vvi 60. Of note, the patient has many significant health problems and there are no known allegations against the performance of this device.